Event description:
This incident was initially reported 25 september 2025 in an abundance of caution for an event reported as alleged corneal chemicals burns of unknown severity with possible hospitalization. Additional information received from the reporting retail location was received 24 october 2025 with limited additional details as reported by the patient. The patient began use of new lenses on the morning of (B)(6) 2025 and reports that by midday they were experiencing a burning sensation in the eyes. By evening the patient was experienced reduced vision and was unable to remove the contact lenses and sought emergency medical treatment at a hospital facility where they were admitted for care. The patient reports they had suffered chemical burns to the cornea with an emergency room diagnosis of corneal erosion due to an allergic reaction as well as conjunctivitis. The reporter confirms that there is no permanent damage and that the patient experienced temporary conditions of reduced visual acuity and corneal epithelial damage. The exact data of resolution is known know but the reporter indicates that the event has fully resolved and patient resumed contact lens as of (B)(6). However, given the unavailability of details from the treating facility, it cannot be confirmed if medications were required to prevent or preclude injury or illness as some cases of corneal erosion may lead to sight threatening conditions. Additionally, while the manufacturers investigation could not find conclusive evidence of a causal relationship between the device and the incident, or potentially serious incident, which occurred, a contributory relation cannot reasonably be excluded. Due to the outstanding uncertainty, the event is reported in an abundance of caution. As it is unknown which eye (os/od), or if both eyes (ou) were involved, and patient is using different device in each eye, please refer to linked manufacturer report (B)(4) 9614392-2025-00037 for associated incident report.

Manufacturer narrative:
Sealed lenses were returned to the manufacturer for device analysis. The returned devices were found to be within all evaluated manufacturers parameters, free from fault of failure. Based on manufacturers investigation and analysis no root cause can be established and no direct causal relationship identified between the device and the invent, including any device malfunction or deterioration in the characteristics or performance, occurrence related to use-error due to ergonomic features, or any inadequacy in the information supplied by the manufacturer. As it is unknown which eye (os/od), or if both eyes (ou) were involved, and patient is using different device in each eye, please refer to linked manufacturer report (B)(4) 9614392-2025-00037 for associated incident report.

Manufacturer narrative:
No device sample was returned for analysis, manufacturing records reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be unconfirmed. As it is unknown which eye (os/od), or if both eyes (ou) were involved, and patient is using different device in each eye, please refer to linked manufacturer report (B)(4) 9614392-2025-00037 for associated incident report.

Event description:
This incident was reported by the patient's location of purchase as relayed by the end user to the manufacturer, and limited information has been made available. It was alleged that the patient instilled a new pair of contact lenses and experienced burning and itching sensation in the eyes after contact lens removal. It is unclear if the conditions of burning sensation and itching were present during lens use or only upon lens removal. The patient sought medical attention the following morning and reports they were transferred to the hospital for two to three days; it is unknown if this was inpatient or outpatient treatments. The patient indicates they were treated for chemical burns to the eye. Good faith efforts have been made to obtain further information from the patient, including treating physician's contact information, without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to indication of hospitalization, unknown nature or severity of the injury, with lack of medical information regarding diagnosis, treatment, and outcome, and the potential for serious or permanent injury, or medication to prevent or preclude the occurrence of such event, associated with some ocular conditions, including corneal chemical burns. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable. As it is unknown which eye (os/od), or if both eyes (ou) were involved, and patient is using different device in each eye, please refer to linked manufacturer report (B)(4) 9614392-2025-00037 for associated incident report.